Event description:
Using new chemo adapters. The small blue knob was taken off the attachment. This is not supposed to drip apparently, and it did. Also, the blue device that is supposed to close over the attachment has a weak clamp and I went through 3 before one actually closed.

Event description:
Additional information received on 7/30/2025 for report mw5173394 to add two additional devices and to update procode to onb. Reference reports: mw5173763, and mw5173764.